Event description:
The complainant reported a patient (race unknown) with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. During support, the patient developed a hematoma. Heparin was withheld and then resumed when the hematoma was reduced. The patient remains on impella 5.5 support on the date of this report.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ potential adverse events: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding was most likely anticoagulation management as heparin was stopped and hematoma was reduced. The instructions for use referenced in the initial is from IFU for impella 5.5 with smart assist for use during cardiogenic shock, sections: general patient care considerations, entering cardiac output, and potential adverse events (united states).